Event description:
Voluntary medwatch received states that the left ventricular (lv) lead exhibited loss of capture and high impedance measurements. No intervention was performed. The patient had no adverse consequences.